Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of a pcb00 19.5 diopter intraocular lens, was performed on a male patient because the patient had a +1.00 outcome. The surgeon replaced the lens with the same model but a higher diopter (21.5). No incision enlargement was performed or no patient injury was reported. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to manufacturer for evaluation. The iol was observed cut in two parts. Both lens haptics were observed intact. Visual inspection of the lens under microscope revealed loose particles compatible with handling the lens. The two parts of the lens were observed clear as expected in the acrylic material of the tecnis 1-piece monofocal lens. The condition observed in the lens optic and lens haptics is consistent with a lens that has been cut due to ¿lens explant or removal processes¿. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process for this serial number lens. There were no associated nonconformity reports or deviations for the reported lens. A search on complaints revealed no other complaints were received for this order number to date. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.